Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; ubd: 04-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving an unknown dose and concentration of dilaudid via an implantable pump for non-malignant pain. It was reported the patient had developed a granuloma/tumor over their pump. The patient had experienced pain in the pump area and her healthcare provider (hcp) did a magnetic resonance imaging procedure (MRI) and found the granuloma. It was indicated the issue began in (B)(6) 2017. The medication was removed and replaced with saline. The patient was still in chronic pain. The patient was experiencing pain in their spinal area/middle part of their back when they breathe. The patient thought that was where the mass was located. It was reported this was the patient¿s second pump, their pump had been replaced due to normal battery depletion. The patient was directed to follow-up with a healthcare provider. The patient indicated they no longer had a managing physician. Physician listings were provided. No further complications were reported or anticipated. Additional information was received from the healthcare provider (hcp) and the consumer. The hcp reported a granuloma was seen on the catheter tip during a magnetic resonance imaging procedure (MRI) (B)(6) 2017 (of note, the medical notes provided indicated the granuloma was first observed via MRI on (B)(6) 2017). The catheter tip granuloma was an incidental finding around the l1-7 spine level, off to the left side. The patient¿s pump was refilled with saline on (B)(6) 2017. The MRI was repeated for monitoring on (B)(6) 2018. Granuloma tissue was still present. An MRI was repeated again on (B)(6) 2018 with no changes. The exam notes were provided from the following dates: (B)(6) 2017, (B)(6) 2018. On (B)(6) 2017, an MRI was performed on the lumbar spine with and without contrast material. The indication was provided as a fall injury two weeks earlier, with low back pain since that time with bilateral leg pain greater on the right. The patient had an indwelling pain pump device and previous back surgery. It was indicated a thin linear band of hypointense t1 weighted signal best appreciated on the axial pre and postcontrast sequence seemed to traverse from the mid to posterior aspect of the spinal canal at the l2-l3 level craniad and toward the left. Postcontrast axial images showed an ill-defined focus of enhancement that surrounded the linear hypointense signal. This coincided with the t2 sagittal image at the l1-l2 level as well as the postcontrast sagittal image. It was indicated this may reflect a termination point of a remnant intraspinal catheter with tip enhancement as may be seen in the setting of an injection granuloma. It may be focally adherent to the left ventral aspect of the dural sac at the l1-l2 level although difficult to determine based on the appearance alone. A number of cauda equina nerve roots seemed to be clustered around the periphery of the enhancing focus in the left ventral aspect of the dural sac at the l1-l2. The appearance was distinctly different than on preceding examination at which time the cauda equina roots particularly at the l1-l2 level had a more typical distribution. There was no definitive evidence of a catheter device projecting above the l1-l2 level. It was difficult to appreciate the continuity of the presumed catheter segment beyond the designated levels of the spinal canal. On (B)(6) 2018, an MRI of the lumbar spine was performed with and without contrast. The indication was provided as lumbar radiculopathy. On (B)(6) 2018, an MRI of the lumbar spine was performed with and without contrast material. The indication was provided as lower back pain, levoscoliotic curvature, and prior laminectomies. It was indicated there was a previously proposed retained segment of an indwelling intraspinal catheter. Discontinuation of the morphine pain pump occurred approximately 6 months earlier. The provided impressions stated the following: the spinal canal was patent. The findings favored the appearance of a retained intrathecal catheter with granulation at the catheter tip. The catheter was entering the dura at the l2/l3 interlaminar space. Circumferential areas of the intradural enhancement at the l1/l2 level were similar to prior examinations and likely represented granulation tissue around the lumbar nerve roots. The findings also showed multilevel degenerative changes, without high grade canal, subarticular recess, or additional foraminal stenosis. Persistent imaging abnormalities within the spinal canal to the left centered at the l1-l2 level favored to reflect a retained catheter fragment with possible associated injection granulomatous changes. The appearance was unchanged, as was the degree of the focal clustering if nerve root segments in this proximity. Additional information was received from the consumer. The consumer had been asked to clarify the location of the granuloma they reported. The patient replied and stated, ¿back and front.¿ the patient had not found a new managing doctor yet. No further actions had been taken or planned to resolve the patient¿s pain and granuloma. The patient indicated they have had three MRI procedures (as noted previously) and stated the granuloma had gotten bigger. Of note, this conflicts with information from the physician that the last MRI revealed no changes.

Event description:
Additional information received from a consumer reported that during a physical examination on or about on (B)(6) 2017, there was marked tenderness to palpation of the patient's lumbar spine. The right was greater than left, especially at the l2 - 5 levels. Additionally, it was noted that there was slightly decreased sensation along the patient's l4 - 5 dermatome on the left. A second lumbar MRI was performed on or about on (B)(6) 2017, showed a possible catheter tip granuloma around the patient¿s l1 - 2 spinal level off to the left side and a right sided l2 - 3 protrusion with some nerve root compression in lateral recess. However, the catheter could not be reliably identified within the granuloma; to address this, the patient¿s pump was decreased for the next four to six weeks before it was filled with saline to monitor the patient's lumbar CT. During this period of reduction in the patient's pump, the patient experienced exacerbated pain from the disc protrusion. On or about on (B)(6) 2017, during a follow-up visit, the patient acknowledged some moderate withdrawal symptoms including diaphoresis, muscle spasms, and diarrhea. The patient was seen in the emergency room for their muscle spasms. On or about on (B)(6) 2018, the patient underwent another MRI of their lumbar spine. This third MRI showed an appearance of a retained pump with the catheter entering at the l2 / l3 interlaminar space. However, the MRI showed a ¿signal elevation within the right eccentric disc bulge which contacts the descending right l3 and exiting right l2 nerve roots.¿ on (B)(6) 2018, the physician notes indicated that the patient had reduced range of motion throughout ¿all cardinal planes by approximately 80%, with pain especially in rotational maneuvers.¿ on or about on (B)(6) 2018, the patient was admitted to the hospital. The hcp noted persistent imaging abnormalities within the patient's spinal canal to the left centered at l1 - l2 level which indicated a retained catheter fragment with possible associated injection granulomatous changes. On or about on (B)(6) 2018, the hcp reviewed the patient's MRI scan which showed the granuloma present on the catheter. These results revealed the connection between the granuloma and catheter, at which point the hcp discussed the option of placing another catheter for the patient's pump and restarting their morphine infusion, noting substantial risk to the patient's health and mobility associated with the removal.

Manufacturer narrative:
Continuation of d11: product ID: 8709sc; lot# serial#: (B)(6); implanted: on (B)(6) 2008; product type: catheter; h6: additional patient codes: c50526, c36172, c50656, c2987 and c50637. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID: 8709sc; lot# serial#: (B)(6); implanted: on (B)(6) 2008; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a consumer reported that during a physical examination on or about on (B)(6) 2017, there was marked tenderness to palpation of the patient's lumbar spine. The right was greater than left, especially at the l2-5 levels. Additionally, it was noted that there was slightly decreased sensation along the patient's l4-5 dermatome on the left. A second lumbar MRI was performed on or about on (B)(6) 2017, showed a possible catheter tip granuloma around the patient¿s l1-2 spinal level off to the left side and a right sided l2-3 protrusion with some nerve root compression in lateral recess. However, the catheter could not be reliably identified within the granuloma; to address this, the patient¿s pump was decreased for the next four to six weeks before it was filled with saline to monitor the patient's lumbar CT. During this period of reduction in the patient's pump, the patient experienced exacerbated pain from the disc protrusion. On or about on (B)(6) 2017, during a follow-up visit, the patient acknowledged some moderate withdrawal symptoms including diaphoresis, muscle spasms, and diarrhea and underdose. The patient was seen in the emergency room for their muscle spasms. On or about on (B)(6) 2018, the patient underwent another MRI of their lumbar spine. This third MRI showed an appearance of a retained pump with the catheter entering at the l2/l3 interlaminar space. However, the MRI showed a ¿signal elevation within the right eccentric disc bulge which contacts the descending right l3 and exiting right l2 nerve roots.¿ on (B)(6) 2018, the physician notes indicated that the patient had reduced range of motion throughout ¿all cardinal planes by approximately 80%, with pain especially in rotational maneuvers.¿ on or about on (B)(6) 2018, the patient was admitted to the hospital. The hcp noted persistent imaging abnormalities within the patient's spinal canal to the left centered at l1-l2 level which indicated a retained catheter fragment with possible associated injection granulomatous changes. On or about on (B)(6) 2018, the hcp reviewed the patient's MRI scan which showed the granuloma present on the catheter. These results revealed the connection between the granuloma and catheter, at which point the hcp discussed the option of placing another catheter for the patient's pump and restarting their morphine infusion, noting substantial risk to the patient's health and mobility associated with the removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-dec-12. The patient was asked to clarify their original report that the granuloma was over their pump. The patient confirmed the granuloma was in their back. The patient had not found a new pump doctor. No further actions had been taken or planned.